Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 18 years and 3 months post implant of this aortic bioprosthetic valve, the patient is being eval uated for a transcatheter valve-in-valve replacement. The reason for evaluation was reported as aortic stenosis and mild to moderate aortic insufficiency. No intervention or adverse patient effects were reported. Subsequently, on the same day, a transcatheter valve was implanted valve-in-valve. No additional adverse patient effects were reported.